Event description:
It was reported that patient underwent partial knee arthroplasty in 2008 as part of a clinical study. Subsequently, patient dislocated meniscal bearing, and a revision was performed in 2009, and all components were removed and replaced to a total knee.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. The device is in a clinical study, and not available for evaluation.this report filed november 5, 2009.